Manufacturer narrative:
Premature battery depletion was confirmed by analysis. Bench testing on the device was performed, and no sources of high current were noted. In further analysis of the battery, lithium clusters were observed shorting the anode and cathode of the battery. These analyses concluded that the premature battery depletion was caused by a lithium cluster induced short circuit.

Event description:
It was reported that the implantable cardioverter defibrillator exhibited abnormally shortened battery longevity. The device session records were reviewed and it was determined that there was more current drain than normal. The patient was scheduled for a device change. No symptoms were reported.

Event description:
New information received stated that the device was explanted and replaced successfully on (B)(6) 2019. The patient condition prior, during, and post procedure was fine.